Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the child mode selected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the child mode selected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and determined the cause of the reported issue is traced to maintenance error. The device was in shutdown status. The operating instructions instruct the user about how and when to replace electrodes and that batteries should be replaced as soon as possible / immediately after being on "replace" status. The returned device was archived by stryker.